Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was isolated to the front therapy electrode was pulled off of the ECG cable. The root cause for cut cable was physical abuse. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.